Manufacturer narrative:
Per the report, "customer received blood pressure monitor from kaiser back in december. Error 1 code keeps popping up and he said he's turned it off and on and it still keeps popping up the error code. Customer thinks the cuff might be too big. Customer is looking to see if he can get a smaller cuff." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "customer received blood pressure monitor from kaiser back in december. Error 1 code keeps popping up and he said he's turned it off and on and it still keeps popping up the error code. Customer thinks the cuff might be too big. Customer is looking to see if he can get a smaller cuff."